Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden high out of range right ventricular shock impedance measurement. Technical services (ts) advised shock impedance measurements had fluctuated since implant. No noise was exhibited. Ts suggested the health care professional continue to monitor at this time. This crt-d remains in service. No adverse patient effects were reported.